Event description:
Connection issues associated to the ventricular channel during an implant attempt; therefore, the subject device was not implanted. Reported, the lead completely inserted into the channel, the set-screw was tightened obtaining clicking of the screwdriver, but then the lead could be removed by pulling. This was reproduced also with the atrial lead inserted into the ventricular channel. The physician has watched the lead connection video posted on the company website, but it is not known, if the recommendations were applied.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.